Event description:
A company representative spoke with the customer's parent via phone call. Customer's blood glucose was running high in the 300 to 599 mg/dl range. They changed out customer's infusion set several times and gave patient manual injections. They did not call for assistance as customer was going to see doctor that day. Adjustments were made to the insulin pump. Customer's parent declined to be transferred for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.